Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Rep reported that a patient in the ER who had a codman pump in place, and was having seizures, was unresponsive. It was also noted that it could not be determined if the pumped caused the seizures as there are many reason why someone could have them. Additional information explained that three days later the patient experienced more seizing. The clinician removed the medication, patient is doing better, however there is concern that his liver enzymes are climbing and there is an elevation in his kidney values. Device was not removed and patient was discharged from the hospital on christmas day.